Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume infusor. The reporter stated that the expected flow rate was 100ml/46 hours, but there was 30ml of solution left after 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured june 7, 2016 ¿ june 8, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.